Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery on august 1st, 2022; because the inflatable penile prosthesis (ipp) cylinders migrated. Seven weeks later, the patient underwent another surgery because the cylinders migrated again to the scrotum. In addition, the patient presented signs of infection. The physician believes that the patient may be allergic to the ipp antibiotic; therefore, it is not healing properly. The physician decided to replace the cylinders and pump with new components without antibiotic. The original reservoir remains implanted. There were no further patient complications.